Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported continuous supraventricular arrhythmia could not be conclusively determined through this investigation. Multiple attempts for additional information were sent to the customer; however, no further information has been provided at this time. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 1 of this document lists adverse events, including cardiac arrythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complications that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had continuous supraventricular arrhythmia requiring drug treatment or cardioversion. Although this was considered to be unrelated to the device, this could not be ruled out. Aggravation of heart failure may have caused the arrhythmia. The patient was readmitted on (B)(6) 2025 for major bacterial lung infections, pulmonary disorder, and cardiac arrhythmia. The reason for the infections was bacterial pneumonia and was not considered to be related to the device. The patient received antimicrobial treatment, drug therapy and cardioversion.